Event description:
Baxter reported a complaint received by their local customer on a transfer set. Reportedly, it leaked at the back where "the silicone was attached to the white plastic." One unit was available for evaluation. It was noted during patient use. No patient injury was reported.

Manufacturer narrative:
The customers reported condition of a leak was confirmed in the lab. The returned set was found to be leaking due to broken occluder feet/legs. The main body also showed signs of cracking on the detents, threads, and base. A batch review was performed on the above lot with no issues noted. Renal product surveillance, quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective and preventive actions, as appropriate.